Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 37mm from the tip. No other damages or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation during the procedure, on the first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed without any problem and no damaged observed before it was replaced for another of the same model to complete the procedure. There were no complications reported, and patient status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation during the procedure, on the first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed without any problem and no damaged observed before it was replaced for another of the same model to complete the procedure. There were no complications reported, and patient status was good.